Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reports she charged the personal diabetes manager (pdm) and the charging port went black and melted. She was charging it for the whole night but it was working really slow. Customer confirms they used the charging cable for op5.